Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic after a transtelephonic session observed no magnet response. While in the clinic, the device could not be interrogated.